Manufacturer narrative:
It is now reported that the patient experienced an extrusion of the receiver/stimulator prior to explantation of the device.

Manufacturer narrative:
This report is submitted on may 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced an infection at the incision site. Subsequently, the device was explanted on (B)(6) 2018.